Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 220 and 221 alarms. System error 220 was able to be reproduced during evaluation while running a loaded set. System error 221 was unable to be reproduced. System error 220 and 221 alarms were verified through a review of the event history log and were found to be caused by a failed processor printed circuit board which was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 220 (pump task starved) and system error 221 (user task starved) alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.